Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted greater than four hours. The patient received treatment with correction bolus via pump, and the event resolved. No further information is available.